Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuing high blood glucose (bg) levels, however, specific bg values were not provided. Reportedly, customer suspected that the pump settings were incorrect. Bg was treated with manual injections. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.